Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pt had an infection in regards to their pump. Oral baclofen was administered for withdrawal. The pt's outcome in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.